Event description:
(B)(4). The dealer reported that the 3gtq3 custom power wheelchair had the drive program settings in reverse, as the forward command would drive backwards and vice versa, and it would hesitate going up on an elevation. There was no injury reported.